Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 01-oct-2024 that the patient observed needle stayed in the body after insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30501 - device 7 of 9.